Manufacturer narrative:
The account replaced the right head siderail to repair the bed.

Event description:
The accounts engineer stated that the right head siderail has a broken weld and will not latch in the up position.